Event description:
It was reported that after the operation, the phaco wound was leaking, and the surgeon suspected a possible phaco burn. Following wound hydration, the condition of the wound improved. The patient is fully recovered with no significant impact on daily activities. Through follow-up we learned that the phaco burn was observed in the patient's cornea. The procedure was completed in the same day with no medical or surgical interventions. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. . Section d4 - serial#: unknown/ not provided. Section d4 - expiration date: unknown as product serial number was not provided. Section d4 - UDI #: unknown as product serial number was not provided. Section d6a - implant date: not applicable. The whitestar signature is not an implantable device. Section d6b - explant date: not applicable. The whitestar signature is not an implantable device; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3 - the equipment was not evaluated; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d4 - on 20th may 2025 the product investigation site observed that the serial number (B)(6). Section d4 - UDI #: (B)(4). Section h4 - device manufacture date: sep 14, 2017. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.